Event description:
Health professional reported a "band not holding fluid". The device was explanted and replaced. Further information has been requested from the reporter, but has not been received at this time.

Manufacturer narrative:
Tape ii. Medwatch sent to FDA on: (B)(4) 2012. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."